Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable. The customer did not identify any instrument issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial na result was 159 mmol/l. The repeat result was 146 mmol/l. The questionable result was not reported outside of the laboratory. The na cartridge lot number and expiration date were not provided.